Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the device evaluation, the phenomenon was confirmed due to a faulty cable unit; however, the cause of the faulty cable could not be identified. The cable was replaced, and the unit restored back to original specifications. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the camera does not connect to processor. Color bars remain after plugging, no image. The issue found at preparation for use. The subject device was replaced with similar device and the intended procedure was completed. The reporter did not provided the type of procedure performed. The serial number of the device used to complete the procedure was not provided. There was no patient involvement associated on this reported event. No user injury was reported.